Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 419388 lead. A 447052 boston scientific competitor lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.